Event description:
The customer reported the patient presented to the emergency room for an unknown reason. The customer stated the customer was visibly pregnant and was said to be approximately 25 weeks pregnant. A fresh urine sample was collected and tested using the sure-vue® serum/urine hcg-stat test. The fresh urine was noted to be dark yellow and cloudy and the sample was not centrifuged or allowed to settle. The sample was tested and read at 3-4 minutes using a timer and a false negative result was obtained. No confirmatory test was performed. No treatment/procedures were performed or withheld due to the false negative result. Additionally, no adverse patient outcomes were reported. No further information was provided.

Manufacturer narrative:
Retained devices from the reported lot number were tested with qc cut-off (20miu/ml) standards and high-hcg (226.08-238.92 iu/ml) clinical urine samples. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate the urine sample provided by the patient was dark yellow and cloudy and was not centrifuged or allowed to settle. Per the packet insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. As a cloudy sample was noted, deviations in testing technique cannot be ruled out as the cause of the reported issue. Complaints are tracked and trended on a monthly basis. B1: adverse event/product problem and h1 - type of reportable event are being corrected to nil as there is no malfunction. The information indicates the customer did not follow the instructions for use. H3 other text: return of device is not anticipated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported the patient presented to the emergency room for an unknown reason. The customer stated the customer was visibly pregnant and was said to be approximately 25 weeks pregnant. A fresh urine sample was collected and tested using the sure-vue® serum/urine hcg-stat test. The fresh urine was noted to be dark yellow and cloudy and the sample was not centrifuged or allowed to settle the sample was tested and read at 3-4 minutes using a timer and a false negative result was obtained. No confirmatory test was performed. No treatment/procedures were performed or withheld due to the false negative result. Additionally, no adverse patient outcomes were reported. No further information was provided.